Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) inhibited pacing for three seconds. An underlying escape rhythm of approximately 55 beats per minute was present on stored electrogram (egm). There were no inappropriate therapies. No adverse patient effects were reported. Additional information was received that the device was later explanted for unknown reason and returned. The device was out of service.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Although evidence indicates external stress may have been a factor in the header becoming loose, the cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type.